Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed torn sheath. The evaluator noted exposed corewire in the sections that had the coating stripped away. A dimensional analysis of the corewire o.d. Was conducted and found the measurements to fall within the device specifications for no damaged sections of sheath. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the ptfe coating frayed while in catheter. Procedure successfully completed with another device (product and manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."